Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the alaris syringe pump module administering continuous alprostadil infusion repeatedly alarmed for ¿patient occlusion,¿ with inconsistent documented infusion volumes (0.06ml at 8pm, 0.09ml at 9pm, and a decreased volume of 0.08ml at 10pm), likely related to frequent interruptions from occlusion alarms on (B)(6) 2026. After switching to a different syringe pump, the infusion volumes were accurate. Biomed evaluated the returned syringe only (p119377), as the pcu and tubing were unavailable, and was able to replicate decreasing volume readings when occlusion alarms were cleared without resolving the occlusion. Customer reported "minor harm, as the patient may have received less alprostadil than what was tracked by the pump". No further information was made available. Customer biomed has performed investigation on the device. Pcu and lines were not able to be set aside. Customer able to replicate the decreasing volume when the pump occlusion alarm is cleared without clearing the occlusion. Devices will not be sent to bd for investigation.